Event description:
It was reported that due to the pt's failing cardiac function an iab-06840-u was inserted via the pt's femoral artery on or about (B)(6) 2013. The intra-aortic balloon (iab) was inserted while in the cardiac cath lab. The pt was moved to the intensive care unit (ICU) where the intra-aortic balloon pump (iabp) and catheter were reported to have performed as normal over the period of the pt's stay in the ICU. There were no performance issues with either the iabp or the iab, which was maintained with a flush of normal saline. A daily x-ray for position check was performed. After 2 days of iabp therapy, the decision was made that the pt needed to be transported from this hospital to another hospital for insertion of a ventricular assist device, ahead of possible cardiac transplantation. Prior to the flight, position of the iab was confirmed on a chest x-ray. During transport of the pt from the ICU to the aircraft the pump functioned normally. The pump was plugged into aircraft 240v power and there were no aircraft power issues. During ascent the pump was reported to have responded appropriately during flight - helium alarms occurred as expected. On climb out usual barometric pressure associated alarms. The pump performed as expected once flying altitude had been reached. Two hrs into a two hr and twenty min flight from the first facility to the destination hospital the flight advisory "battery not charging" came on. The same warning referred to the circuit breaker and the clinicians were unable to access these. The pump continued to function. Plugged into charge confirmed again, standard iabp troubleshooting worked through. Later the pump stopped with the warning "main cpu failure." ECG and arterial pressure still visible, but no iabp function available. Troubleshoot with no result. Pump turned on and off. The screen rebooted, but after 2-3 pump cycles the same warning appeared. The pump stopped and was not able to be reset. This was repeated several times. The clinicians in-flight turned the pump off and on twice with no resolution of the class 1 alarm each time. On a third attempt to resolve the situation, the clinician turned the pump off again and waited 4 mins before turning the pump back on. Again, the situation did not resolve. It was reported that each attempt to re-initiate counterpulsation failed after 15-20 seconds of pumping. After the third attempt the clinicians left the pump off. The in-flight medical team was able to maintain pt stability utilizing drug therapy; noradrenaline, adrenaline and dopamine to maintain central pressures over the last 20 mins of flight. The pt was able to be maintained in a reasonably stable condition through this period. As the pt was conscious the issue was explained to him. Landing was expedited. The pt was not supported for approx 20 min in-flight. A competitor's pump was in the receiving ambulance. The iab was attached and functioned normally. There was no reported pt death, injury, or complications. Iabp therapy was delayed / interrupted for 20 mins. Medical / surgical intervention was required. At the time of this report the pt remained in the hospital.

Manufacturer narrative:
(B)(4).